Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).